Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's expiration could not be conclusively determined through this investigation. The reported low flow alarms could not be conclusively determined through this investigation as no log file data from the time of the reported event was submitted for evaluation. The patient presented to an outside center on (B)(6) 2020 with low flow alarms, which had been continuous since 18:00. Upon admission, it was noted that the patient was hemodynamically stable, and the patient denied fever, shortness of breath, chest pain, medication changes, and changes in metal status. The patient expressed interest in avoiding surgical intervention and requested to have a do not resuscitate status. The patient was discharged home into hospice care and expired on (B)(6) 2020 due to heart failure. The account communicated that (B)(6) would not be returned for evaluation. The heartmate ii lvas instructions for use lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to heart failure. The patient was admitted on (B)(6) 2020 with elevated ldh 1471 and high concern for pump thrombosis (has a history of pump thrombosis). Reportedly, patient expressed interest in avoiding procedures. Patient decided to undergo home hospice and was presented to (B)(6) medical center on (B)(6) 2020 with a reported low flow alarm on vad. The patient noticed the alarm going off since (B)(6) 2020 around 1800 and it was continuous since started. Patient denies fever, shortness of breath, chest pain or change in medications. Patient was hemodynamically stable on arrival to emergency department. On arrival to (B)(6), he was stable as well, denies chest pain, shortness of breath or change in his mental status. He expressed wishes to be do not resuscitate (dnr). The patient continued to have low flows however ldh was lower than previous discharge. Patient wished to remain dnr and wanted to go home on hospice. The device will not be returned for evaluation.